Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 406 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined. Customer reports that insulin pump stopped giving me insulin. Customer stated that they are getting no delivery alarms during delivery. Customer states the insulin exited. Customer states the cannula is not bent. The insulin pump will not be returned for analysis.